Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level at the time of incident was 40 mg/dl. The customer reported that he almost got into a coma and had high blood glucose level. The customer¿s blood glucose level after dinner was 302 mg/dl and in afternoon it was 66 mg/dl. The sensor glucose and blood glucose level was not within acceptable range. The insulin pump will not be returned for analysis.